Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The fasc service center received an simplygo mini concentrator device for preventative maintenance. The service technician evaluated the device and found the sieve beds to have low o2, the o2 side check valves were malfunctioning, the airside manifold was chirping, the main pca board had low flow, and the compressor had lead wire damage. So they were replaced. The simplygo mini software was updated to 1.2.0.0. There was no patient harm or injury reported.